Event description:
The customer reported to olympus the evis lucera colonovideoscope had defects at the distal end. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the insulation resistance value at the distal end did not meet the standard value due to a crack on the plastic distal end cover. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog water removability did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a white-clouded area. It was also observed that the plastic distal end cover had a crack due to physical or chemical stress. It was observed that the connecting tube had buckling due to a handling issue. Additionally, it was observed that the connecting tube had a wrinkle due to chemical stress. It was also observed that the up and down knob had corrosion due to handling. It was observed that the light guide lens had discoloration due to deterioration caused by chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, protector of the universal cord on the control section side and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the facility delayed the start of precleaning on the equipment after use. During the precleaning process, it was unknown if the customer supplies air and water through the nozzle. It is unknown if the facility flushes the air and water nozzle with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.